Manufacturer narrative:
(B)(4). MFR eval / investigation pending additional info from consumer. Method, results, conclusions: MFR eval / investigation pending additional info from consumer.

Event description:
The 262 seconds with signature elite (s/n not reported) during unspecified procedure. Subsequently 160 seconds result approx 2 minutes later, and 262 seconds at an unspecified later time. At 160 seconds on 2nd elite instrument (s/n not reported) at unspecified time. Therapeutic range, and pt baseline not reported. No report of adverse event, serious injury, or intervention.